Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor could not be applied. Visually inspected applicator and cap and no issues were observed. Applicator was fired but sharp was not retained. Broken loose sharp was observed. The sensor cap was found to be retained within the applicator cap. Damage to the sensor cap was observed, indicating that the applicator cap had been reapplied after removal and before an attempt was made to fire the applicator. Customer stated that sensor pack looks open. An extended investigation has been performed. Phase 1 of the investigation notes through visual inspection that there was damage on the sensor cap and the sharp tip was bent. Upon receipt of the returned sensor, visual inspection was performed and it was observed that a bent sharp and damage to the sensor cap, confirming phase 1 findings. The sensor was found to be in state 1 (storage state). A visual inspection was performed and found the sensor still in a fired applicator with a bent and broken sharp. No other functional testing was required for this issue. A bent and broken sharp can occur due to the customer double capping the applicator after opening it. The returned sensor being in state 1 (storage) further confirms the fact that the customer double capped the applicator. The issue is not confirmed to use due to double capping. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "sensor looked already used when opening the container" with the abbott diabetes care (adc) device. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There were no additional details provided as the customer did not want to troubleshoot further as they could not be reached. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device, however, at this time product has not yet been received. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they observed "sensor looked already used when opening the container" with the abbott diabetes care (adc) device. There was no indication that the customer applied the device to their body, and no patient consequences were reported. There were no additional details provided as the customer did not want to troubleshoot further as they could not be reached. There was no report of death, serious injury, or mistreatment associated with this event.